Event description:
In (B)(6) 2007, the patient was hospitalized for diabetic coma. Her family found her unresponsive. She was reportedly pronounced dead on arrival with a blood sugar level of 1148 and a blood pressure of 20/20. She was revived, and remained hospitalized for 7-10 days. The nigh before, her pump started failing and she lost her vision - she could not see the readings on the pump and everything was blurry because her blood sugars were so high. She was vomiting after taking sips of water but would vomit a bucket, and she thought she had the flu. During this time she was not sleeping, and she took some tylenol cold and flu to get some sleep. She removed the pump and tossed it across the room. The nurse got the pump working when she came home. She changed the pump, but that pumped malfunctioned because of a MRI. She had the MRI with the pump in, and nobody told her it would be a problem. The pump was returned to the manufacturer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)